Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. During the procedure, the farawave was taken out of the sheath and the mapping catheter was inserted. The physician aspirated the sheath with the mapping catheter inside and air was being pulled back despite tight seal on syringe and side port. Blood was seen trickling back from where the valve sits. A new sheath was offered but the physician proceeded with the same. No patient complications were reported. The device isn't expected to return for laboratory analysis.